Event description:
Customer alleged that the vancomycin result for one specimen was reported as 44.9 ug/ml. The result was questioned and upon repeat was 2.6 ug/ml. The field service representative verified system functionality and was unable to determine the cause of the event.